Event description:
The patient was treated with octreotide and protonix drips, blood transfusions and occasionally an upper and/or lower endoscopy.

Manufacturer narrative:
Manufacturer investigation conclusion: although the report of low flow alarms could not be confirmed as no log files were provided for review, the account communicated that the low flow alarms were due to chronic gastrointestinal (gi) bleeding. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported gi bleeding could not conclusively be established through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until (B)(6) 2021, when the patient received a pump exchange (refer to MFR # (B)(4)). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04feb2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low flow hazard alarms) and how to respond to each alarm condition. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal bleed and low flow alarms.